Event description:
It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: "the needle fell out of the hub of bd safety needle, while the needle was in the patient's arm. One of our mas (medical assistances) was giving a flu vaccine to an adult patient. When she withdrew the needle, it had come out of the hub and out of the safety device and was just hanging out of the patient's arm. No harm came to the patient." Common device name: needle, hypodermic, single lumen. Lot: 3282711.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 22-dec-2023. Medwatch report is mw5149642. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.